Event description:
Customer reports to have received a button error alarm after dropping insulin pump into water. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm and no moisture damage found inside the insulin pump. The insulin pump has minor scratched display window and cracked reservoir tube lip.